Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had unexpected restart alarm. The customer¿s blood glucose level was high as 16 mmol/l at the time of the incident. The customer was treated with bolus. The customer reported that they had changed the battery and received unexpected restart alarm. The troubleshooting was performed and they inserted a new battery and received another unexpected restart alarm. The insulin pump will not be returned for analysis.